Manufacturer narrative:
Visual examination revealed that the adhesive and irrigation tubing were torn open at the proximal (narrowest) side of the adhesive joint securing the tubing to the luer fitting. Dried body fluid found on the handle, main shaft and distal end. Dried saline found on the distal end and inside several irrigation ports. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/IFU.

Event description:
It was reported that mifi tubing set connection part was broken. The intellanav mifi open-irrigated ablation catheter was used in a persistent atrial fibrillation procedure. During the procedure it was noted that the tubing set connection was broken. The catheter was exchanged for another mifi oi catheter. No patient complications were reported.